Event description:
The reporter indicated that intermittent unipolar reversion was seen. A lead fracture is suspected. No noise was seen on the iegm. The pt complained of painful muscle stimulation when the device reverted to unipolar.